Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the intial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Review of radiographs reveals a smaller femoral head than the prior head, as well as excessive inclination of acetabular cup. Both of these facts are associated with an increased risk of dislocation; however, definitive root cause for the reported event could not be determined with the information available a summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, as follow up MDR will be submitted multiple MDR reports were filed for this event. Please see associated report: 0001825034-2017-05081.

Event description:
Patient underwent a second closed reduction due to dislocation within one year post-implantation.